Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the receiver (B)(4), that was being used with the transmitter during the reported event of intermittent antenna icon was returned on (B)(6) 2013. Evaluation of the returned device and review of data log confirmed the reported event.

Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 the transmitter gave an out of range signal every other hour. Dexcom has issued an rga for patient to return his device to be investigated.